Manufacturer narrative:
Represents the average age of the patient cohort. Represents the majority gender of the patient cohort. Event date is the published online date. (B)(4). Journal details: mid-term outcomes of orbital atherectomy combined with drug-coated balloon angioplasty for treatment of femoropopliteal disease catheterization and cardiovascular interventions 89:1078¿1085 2017 doi: 10.1002/ccd.26984. If information is provided in the future, a supplemental report will be issued.

Event description:
The journal article assesses the mid-term outcomes of orbital atherectomy (oa) combined with drug-coated balloon (dcb) angioplasty for the treatment of calcified femoropopliteal disease. The article details angioplasty procedures carried out in the sfas or popliteal arteries between december 2014 and 2015. All dcb angioplasty procedures were performed with the in.pact admiral balloons inflated at 8 atmospheres for 3 minutes. During the study period, 139 lesions were treated in 89 patients. Some patients were treated with dcb alone while the other group were treated with dcb followed by orbital atherectomy. Of the patients treated with dcb, 2 cases of embolization (treated with further balloon angioplasty and thrombectomy), 3 cases of access site hematoma were noticed. Bailout stenting was also required to treat dissections. During the follow up period, target lesion revascularization(tlr) occurred in 14 patients, 10 of which were treated with dcb. Amputations occurred in 4 patients. One death occurred 4 months post procedure due to myocardial infraction and congestive heart failure unrelated to the index procedure.